Event description:
An operating room technician reported that the footswitch would not advance the surgical steps during a surgical procedure. There is no additional information. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).